Manufacturer narrative:
Manufacturer's investigation conclusion: the patient's outcome was not device or therapy related, and the device operated as expected. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was placed on inotropic support post procedure and passed away due to multi-system organ failure. The death was not pump related.

Manufacturer narrative:
H6-3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 narrative. H6 codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that a computed tomography scan was performed one week post pump implantation due to observed tonic-clonic seizures, which revealed a metastatic cerebral tumor. There were findings of a metastatic barin tumor and systemic spread. These conditions, combined with multiple organ failure and infection leading to respiratory distress and uncontrolled vasoplegic syndrome, resulted in progressive deterioration and eventual death. The death was not pump related, and the pump functioned well and operated as expected.